Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The pump tested within specification. No action was taken.

Event description:
It was reported that the pump's delivery rate was too high, measured 32.98 ml, and the target was 28.2 ml- 31.8 ml. There was unknown patient involvement. No patient harm/adverse event was reported.